Event description:
It was reported that during a lap gastric bypass procedure, the device would not fire. The device was reloaded and it took more force than usual to fire. The proximal end of the staple line did not staple. Sutures were used to close the staple line and another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).